Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. "The following issue was found in tube: foreign matter in the gel x1."

Manufacturer narrative:
H6: investigation summary: bd received one (1) sample and three (3) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for 'foreign matter (fm)' with the incident lot was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for 'fm' with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. .

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. "The following issue was found in tube: foreign matter in the gel x1."